Event description:
It was reported that a power source alert occurred while the customer was using the tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, after which the pump began charging, requiring no further assistance.